Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system, insulin pump alarmed again after troubleshooting. The patient¿s blood glucose level was 12.9 mmol/l at the time of the incident. Customer reported insulin pump has not been exposed to temperatures below 41°f (5°c). The device is expected to be returned for analysis.